Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to no hearing improvement with the device. The patient was reimplanted with another cochlear device during the same surgery.